Manufacturer narrative:
Concomitant medical products: product ID: dtmc2d4 crtd, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) had premature battery depletion. It was noted that the right ventricular (rv) lead had artifacts with oversensing. The device was explanted and replaced, and the lead was capped and replaced. No patient complications have been reported as a result of this event.